Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 64mm diameter abdominal aortic aneurysm. It was reported that approx. 20 months post index procedure, the patient had a CT scan which indicated a type ib endoleak. It was reported the left common iliac had dilated to 45mm and the distal end of the left stent graft limb was floating in the left common iliac artery. Per the physician, the cause of the event was due to anatomy and disease progression. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.